Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "surgeon said stem was loose and cup was well fixed from xray and bone scan. One stem removed and liner. New liner implanted and mod rest stem implanted."